Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed during the manual prime process. The blood glucose reading was 320mg/dl. No further information was provided.